Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger/modem would not power up. The patient received a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. Upon investigation, the battery charger would not power on. The cause was a defective power supply brick. The root cause of the defective power brick was unable to be positively determined. No adverse event resulted from the defective power brick. The patient received a replacement battery charger.